Manufacturer narrative:
Additional information was added to b5 (describe event or problem). The reported complaint that the autopulse platform (sn (B)(6)), stop compressions and display an unknown error code was confirmed during the archive data review and functional testing. Based on the archive data review, the unknown error message reported by the customer is likely to be user advisory (ua) 17 (max motor on-time exceeded during active operation) error message. According to the archive, the motor was on for too long during active operation and the autopulse did not reach the target depth within the specification time. The root cause was related to a failure of the drivetrain motor. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed user advisory (ua) 17 (motor on for too long during active operation), confirming the reported complaint. During functional testing, the autopulse platform displayed (ua) 07 upon powering on, unrelated to the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization results indicated the load cell module 2 was over-reporting. The failed load cell module was replaced to remedy the issue. The platform was then tested using the lrtf and the device stopped compression repeatedly to (ua) 17, thus confirming the reported complaint. The drivetrain motor was replaced to remedy the issue. Also unrelated to the reported complaint, fluid ingress corroded/damaged the blue case (top cover) metalized coating. The top cover was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with sn (B)(6).

Event description:
Please see the following related MFR report: MFR #3010617000-2023-00784 for event 2 (on 8/24/23).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that after placing the average-sized patient on the autopulse platform sn (B)(6), it would perform compressions for a short time, then it would display an error code. The crew stated they would clear the error code. Then, the autopulse platform would do a few compressions and stop again. They switched to manual CPR for about 30 minutes, until the patient was transferred to hospital personnel. The specific error code is unknown. No impact or consequence to the patient.